Event description:
It was reported the intractable pain patient¿s implantable neurostimulator (ins) battery would ¿run out of charge within hours¿ of turning the device on. The patient¿s ins had reportedly ¿worked very well¿ prior to the patient undergoing surgery for gall stones. During the surgery, the patient¿s device was switched off and the ¿surgery was remote from the device.¿ it was noted the patient¿s ¿pain control worsened¿ as a result of turning the ins off. However the depletion issue occurred after first turning the device on following surgery. The patient also reportedly experienced ¿coupling issues.¿ impedance testing found the system impedances were ¿fine¿ and that ¿there was no short circuit.¿ x-rays were taken and it was indicated ¿there was no evidence of a line (lead) fracture¿ and that there was ¿no evidence of disconnection or fracture of the wires or generator.¿ it was noted the patient¿s chest x-ray was ¿normal.¿ a second x-ray of the patient¿s ¿deep brain stimulator wires¿ found ¿no evidence of disconnection or fracture.¿ one of the patient¿s healthcare providers (hcps) notably ¿thought that this meant it had to be a stimulator¿ issue. The replacement of the patient¿s ins was planned for (B)(6) 2014 as a result of the event. The patient was hospitalized as a result of the event. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).